Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On 17sep2018 a patient¿s (pt) parent called from (B)(6) to report ou corneal ulcers while wearing acuvue brand contact lenses. The pt experienced foreign body sensation and eye pain beginning on (B)(6) 2018. The pt went to an eye care provider (ecp) on (B)(6) 2018 and diagnosed with ou corneal ulcers. The parent reported that 1 ulcer was larger than the other, but the parent couldn¿t recall which eye had the larger ulcer. The pt was prescribed tobramycin with dexamethasone every hour for 24 hours; lubricant eye drops every 2 hours for 24 hours, then both drops every 4 hours for 10 days. The pt was advised to discontinue contact lens wear for 2 days, then the pt could resume lens wear. The pt has a follow-up eye appointment on (B)(6) 2018. The parent reported a monthly replacement schedule and does not sleep in the lenses. The lot number was not available at the time of the call. The parent will reply via email with the lot numbers and if the suspect lenses were available for return for evaluation. The parent will request the copy of the medical report at the follow-up appointment. No additional medical information was provided. An email was sent to the pts parent on 17sep2018 requesting the lot numbers and suspect product availability. On 21sep2018 a call was placed to the pts parent and additional information was provided: the parent reported the pt had a follow-up visit with the ecp on (B)(6) 2018. The od corneal ulcer has resolved, but the os still has ¿minor issues¿. The pts treatment was unchanged and will continue for the 10 days as previously reported. The pt can return to contact lens wear on (B)(6) 2018. The parent was unable to provide the pts medical report. The suspect product was reported as acuvue oasys for astigmatism brand contact lenses. No additional medical information was provided. On (B)(6) 2018 multiple calls were placed to the pts treating ecp and additional information was requested, but no additional information has been received. The suspect lenses were discarded. This report is for the right eye (od) event. A separate report will be filed for the left eye (os) event. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00mgmp was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings.